Event description:
The pt will be revised since the lag screw lag screw protruded joint surfaces of femoral head.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.